Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode and the battery exhibited a remaining longevity of 100 percent. The s-ICD was therefore successfully implanted. Upon review of the device data by technical services it was confirmed that this device is impacted with an unusual behavior that will cause the battery status to be inaccurate over the normal service life of the device. It was advised that the device can be kept implanted and tachy therapy is expected as needed by the device. In addition, continued monitoring will be required to get the accurate battery status. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode and the battery exhibited a remaining longevity of 100 percent. The s-ICD was therefore successfully implanted. Upon review of the device data by technical services it was confirmed that this device is impacted with an unusual behavior that will cause the battery status to be inaccurate over the normal service life of the device. It was advised that the device can be kept implanted and tachy therapy is expected as needed by the device. In addition, continued monitoring will be required to get the accurate battery status. The device remains in service. No adverse patient effects were reported.